Event description:
Customer states her family members noticed she was having low blood glucose symptoms. An ambulance was called, and customer tested 3.2 mmol/l on the professional device and tested 5.1 mmol/l on the performa system. Paramedics provided her with a jam sandwich, a cup of tea, and numerous jelly beans. Customer's low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.